Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained as part of a correlation study performed to establish a new ipth reference interval when using vitros ipth in combination with a vitros 5600 integrated system. The most likely assignable cause for the higher than expected vitros ipth results for these samples is unexpected reagent performance. Ortho has confirmed that results obtained from vitros ipth reagent packs are positively biased when compared to an alternative commercially available method. Ortho product correction notice cl2016-220 informed customers that the reference interval for vitros ipth is no longer supported due to the identification of a positive bias of approximately 20% for samples with intact pth concentrations 12-137 pg/ml compared to an alternative commercially available method. The FDA (B)(4) office was notified of this issue on 13 october 2016. Refer to report number 3007111389-10/13/2016-001-c. There is no evidence to suggest an instrument malfunction, however performance testing of the vitros 5600 integrated system was not undertaken and therefore unexpected instrument performance cannot be entirely ruled out as contributing to the events. In addition, inappropriate pre-analytical sample handling and compromised sample integrity cannot be ruled out as contributing to the higher than expected vitros ipth results. Information regarding the preparation, transport and storage of the affected samples was not provided.

Event description:
A customer obtained higher than expected ipth results as part of a correlation study performed to establish a new ipth reference interval when using vitros ipth in combination with a vitros 5600 integrated system. The following results breached vitros ipth potential health and safety criteria: (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros ipth results were obtained as part of a correlation study and were not reported from the laboratory. There is no allegation of patient harm as a result of the events. (B)(4).